Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced fullness, abdominal pain and shortness of breath during dwell 1 of 4. The patient was connected to the homechoice pro device at the time of the events. The patient reported that they went to the pd clinic earlier in the day and ¿received a fill¿, then the device went to fill 1, not initial drain. Renal therapy services (rts) had the patient close power cycle and disconnect from the device. Rts assisted the patient to perform a manual drain and 60ml was drained (initial drain). Tsr advised the patient to contact the registered nurse to inform of the event. Rts initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. There was no report of medical intervention associated with this event. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 and h10. The device was received for evaluation. The homechoice pro device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. No device failure or malfunction was identified that could have caused or contributed to the reported event. The event history log review showed the the I-drain alarm (0ml) was set lower than 70% of the last fill volume (2000ml). Per the homechoice patient at-home guide, if the previous therapy ended early for any reason or an off-cycler exchange was performed, there may be more fluid in your peritoneal cavity than normal. If this occurs, the initial drain alarm setting may be too low. The I-drain setting should be set to at least 70% of the expected peritoneal volume. Based on the device log analysis, the probable cause of the reported event was determined to be the programmed I-drain alarm being set too low from an off-cycler exchange. Should additional relevant information become available, a supplemental report will be submitted.